Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During implantation, the doctor inadvertently sutured through the new lead. As a result, low impedances were shown in the lead. It was recommended for the doctor to replace the lead but the doctor elected not to. The doctor put dermabond over the location of the lead. F/u with the pt yields no further info.